Event description:
It was reported that the rv lead had dislodged. Exit block, low r-waves and high impedance were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.